Event description:
A nurse was treating a patient for hair removal in the eye area. The patient had eyes closed and was wearing the metal eye protectors. The patient felt some discomfort in one of the eyes and was treated by an ophthalmologist for iritis. The ophthalmologist stated that the patient has permanent damage to the iris, an tiny area deformed. However, this has caused no damage to eyesight according to the ophthalmologist.